Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
Additional maneuvers took place and no noise was found on this rv lead. The left ventricular pacing vector was changed to bipolar in order to not use the rv lead. The shock values were also in range with no changes. Ts discussed the case and noted that since no noise was reproduced a lead issue was not likely. Ts noted that the alert for out of range limits with the rv impedance measurements could be modified in the device so that the health care professional does not receive red alerts continuously. As this is a known and monitored situation red alerts could be potentially dismissed if the healthcare professional agrees. Ts discussed close monitoring while the rv measurements are still visible and programming a high pacing output as currently programmed. The lead remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the describe event problem field.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements with the trend increasing gradually since implant. A request for technical review was needed. Technical services (ts) discussed options for patient management in this case, and noted that it would be under the healthcare professional discretion to evaluate the risk of employ of this lead in case the patient was pacemaker dependent. Ts also had additional questions regarding this case to determine the root cause of the reported clinical observations. Additional maneuvers took place and no noise was found on this rv lead. The left ventricular pacing vector was changed to bipolar in order to not use the rv lead. The shock values were also in range with no changes. Ts discussed the case and noted that since no noise was reproduced a lead issue was not likely. Ts noted that the alert for out of range limits with the rv impedance measurements could be modified in the device so that the health care professional does not receive red alerts continuously. As this is a known and monitored situation red alerts could be potentially dismissed if the healthcare professional agrees. Ts discussed close monitoring while the rv measurements are still visible and programming a high pacing output as currently programmed. The lead remains implanted. No adverse patient effects were reported.